Manufacturer narrative:
The events of helix mechanism issue and helix damage were reported to abbott and confirmed. As received, a complete lead was returned in one piece. The helix was stretched/bent and clogged with blood/tissue. X-ray inspections found over-torqued of the inner coil at the connector region and helix stretched/bent consistent with procedural damage. Unable to perform helix mechanism and extension length test due to damage helix as received. The cause of the reported events was isolated to helix being stretched/bent and clogged with blood/tissue and over-torqued of the inner coil consistent with procedure damage. Visual inspections of the lead did not find any other anomalies except for procedural damage.

Event description:
During an initial implant procedure, the physician attempted to reposition the right ventricular (rv) helix which resulted in a significant amount of myocardial tissue was inadvertently removed. Additionally, it was not possible to retract the right ventricular (rv) lead and the helix appeared to be stretched. The rv lead was explanted and replaced to resolve the event. The patient was stable.